Event description:
It was reported a spectrum pump alarmed system error 105. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reported the system error 105 caused by a failed motor (seized). The failed motor assembly was replaced.